Event description:
Facility reported that approximately one hour into dialysis therapy, a kink was noted in the arterial mainline. The line was removed and replaced and treatment continued with no further incident. There was no blood loss nor medical intervention required. The sample is available for eval.